Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that ring on top of reservoir compartment fell off and the other half was falling off. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.